Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic liver resection, the first device had the tissue pad come off the device and they were unable to locate the pad. They used another like device and the active blade broke outside of the pt when they were wiping it off. At this point, the case was completed, and they did not have to open a third device. There was no pt consequence. The devices are available for analysis.